Manufacturer narrative:
Act and escape buttons did not respond due to flattened button dome switches(no crease). No unlock on j2/lcd keypad connector noted. Unable to perform run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, displacement accuracy test or verify over delivery bolus anomaly due to button keypad anomaly. Pump passed idle current test. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and a possible over delivery of insulin . The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump esc button does not work properly and hard to press. Customer's parent also reported that the insulin pump would deliver insulin when customer was not suppose to. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The information provided in section a4 was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.